Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the tip of the metal shaft broke off within the brush head, and it came loose in the consumer's mouth. No injury was reported.